Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that during a total knee joint replacement procedure, that the blade broke at the mount. It was also reported that the broken piece was located and removed from the surgical site. It was further reported that there were no adverse consequences as a result of this event.